Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she received low blood glucose level. The customer's blood glucose level was 41 mg/dl at the time. The customer also reported that she received sensor updating/sg value not available and calibration not accepted alerts. The customer received sensor updating alert and her blood glucose was 49 mg/dl. The customer was treated with food for her low blood glucose. The customer's other blood glucose level was 155 mg/dl. The insulin pump will not be returned for analysis.